Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. According to the procedures in the clinic, the problem was recognized before the operation. There was no patient harm or involvement. The root cause of the reported issue is attributed to use error as the screws are not to be cleaned. Per IFU, implants should not be cleaned. Implants are provided clean. Implants provided nonsterile must be sterilized before use. If an implant is soiled and/or contaminated, it should be discarded according to standard biohazard disposal procedures.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. According to the procedures in the clinic, the problem was recognized before the operation. There was no patient harm or involvement. The root cause of the reported issue is attributed to use error as the screws are not to be cleaned. Per IFU, implants should not be cleaned. Implants are provided clean. Implants provided nonsterile must be sterilized before use. If an implant is soiled and/or contaminated, it should be discarded according to standard biohazard disposal procedures.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cannulated screws bcs 6.5/8.0 non-sterile lengths 105mm to 130mm. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, it was noticed that the cannulated screws bcs 6.5/8.0 were not sterilized properly. The lengths of the screws are 105mm and 130mm and they are placed horizontally in the tray. While reprocessing, the length of the screws and the horizontal storage prevents it from attaining complete sterility as rinsing fluid cannot be drained off completely and moisture is also retained. The surgery had to be cancelled and be postponed to the next day. This event is not related to a product defect but to the storage and reprocessing of screws. Attempts have been made and additional information on the reported event is unavailable.